Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that upon start up, the cs300 intra-aortic balloon pump (iabp) gave an error code 53 message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found all the offsets were out of calibration in the logs. To fix the issue, the fse reseated drive transducer connector on front end board and readings returned to normal, replaced the drive transducer, and performed all functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.